Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: aug 3, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The cartridge tip could be observed to be cracked and the cartridge could be observed to be damaged. Further inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the cartridge, suggesting that an adequate amount of ovd was used. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Visual inspection of the lens revealed that it was received coated in viscoelastic residue. The lens was cleaned and, no issues were observed. The complaint issues lens damaged and difficult to use were not identified during product evaluation. The complaint issue cartridge crack could not be confirmed. However, the observed issue cartridge tip cracked/damaged is similar to the complaint issue cartridge crack and could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Initial reporter telephone number (B)(6). Other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular had an advancement issue, the scrub nurse advanced the simplicity injector and noted it sounded like a crunching sound and felt a bit jammed. She handed to surgeon and when he started to advance (outside the eye), the lens started coming out the side of the cartridge. The surgeon advanced it all the way and handed it back to scrub nurse so they could report it as a complaint. The surgeon opened a new lens. They held onto both the injector and cartridge so it could be returned for investigation. The patient fully recovered .no further information provided . Through follow up we learn that the surgeon noted the lens did not look right when he looked under the microscope but before if was about to insert it.